Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a birds nest filter on (B)(6) 2004 it is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided. It is alleged that "[pt] received also a cook gunther tulip filter on (B)(6) 2011 (MFR 3002808486-2018-00295).

Manufacturer narrative:
Patient codes: (B)(4). Device code: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
This additional information received on16feb2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2004 via the jugular vein due to pulmonary embolism. [Pt] is alleging migration in the psoas muscle and right common iliac vein, fracture, device unable to be retrieved, organ perforation-mesenteric, pain post-implant. [Pt] further alleges pain in abdomen, back, and leg, anxiety, post-implant deep vein thrombosis. [Pt] also received cook gunther tulip filter on (B)(6) 2011. (MFR 3002808486-2018-00295).

Manufacturer narrative:
Investigation - the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, trans-catheter retrieval of the filter is not recommended.¿ a risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively.